Manufacturer narrative:
Return of product has been requested. Reporter returned one dual clean brush head, and packaging for oral-b vitality rechargeable toothbrush, on 07-apr-2016. Product investigation is in progress.

Event description:
Part of the brush head broke and fell off [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that part of the oral-b dualaction or dual clean brushhead broke and fell off. The brush head had come with the consumer's oral-b rechargeable toothbrush, version unknown. The consumer reported the logo does not scratch off with a dime. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Part of the brush head broke and fell off [device breakage]; no adverse event [no adverse event]. Case description: a consumer reported that part of the oral-b dualaction or dual clean brushhead broke and fell off. The brush head had come with the consumer's oral-b rechargeable toothbrush, version unknown. The consumer reported the logo does not scratch off with a dime. No symptoms developed.

Manufacturer narrative:
09-may-2016 product investigation results: the reporter returned one dual clean brush head, and packaging for oral-b vitality rechargeable toothbrush, on 07-apr-2016. The result of the analysis on the return showed that wear led to the complained issue.

Event description:
Part of the brush head broke and fell off [device breakage]; no adverse event [no adverse event]. Case description: a consumer reported that part of the oral-b dualaction or dual clean brushhead broke and fell off. The brush head had come with the consumer's oral-b rechargeable toothbrush, version unknown. The consumer reported the logo does not scratch off with a dime. No symptoms developed.